Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed. Inspection of the fluid path found a tear in the exposed portion of the soft cannula which prevented fluid from flowing through the complete fluid path and allowed fluid to leak from the pod. The download data from the pod contained no timeouts or drive stalls, indicating that there was no struggle to deliver insulin. The exact timing and cause of the soft cannula damage could not be determined. It could not be determined if this damage is related to the reported event. Cloud - locked down/smartphone cloud - omnipod 5 software app version cloud - smartphone operating system cloud - smartphone hardware cloud - cgm sensor type.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. In addition the patient reports the pod was leaking during wear. As treatment, the patient applied a new pod.